Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was not maintaining a temporary basal delivery rate. The reporter stated that the pump would revert back to the original basal rate unprompted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: the pump was programmed on a temp-basal program for 24 hours. After 24 hours the temp-basal program was successfully completed. At no time did the pump revert back to the original basal rate of 1.0u/hr. No hypersensitive keys were observed on the keypad. Unrelated to the initial complaint, the battery compartment was cracked below the bumper pad.